Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a native bicuspid valve, the computed tomography (CT) measurement showed the patient's native bicuspid valve was not severely kinked. Slight calcium was reported inside the femoral artery. The valve was deployed high, and recaptured due to the high position. The valve was deployed again and recaptured due to a deep position. After the second recapture, a crease the in the capsule of the delivery catheter system (dcs) was noted. The dcs was removed from the patient and a full capsule separation was noted. It was reported that no loading difficulties or unusual resistance while loading the valve was reported. As result, a different valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was not returned. Therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule of the dcs, the capsule partially opened, and the end cap/screw gear snap fit connected. The valve could not be removed from the dcs. The handle and tip-retrieval mechanism were intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Delamination was observed over the nitinol reinforcing frame along the mid-section of the capsule, and a small section of delamination was noted along the proximal and distal side of the capsule. There was a break observed in the nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. There was damage observed on the threading of the screw gear. The reported capsule separation could be confirmed in the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: additional information was received that the procedure was extended for two hours and an unknown amount of ra ditiation for the additional flouroscopy images was required due to the delivery catheter system malfunction. Conclusion: recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject dcs was returned to medtronic for analysis and images were also provided for review. The root cause of the capsule separation could not be confirmed using the provided images. However, the dcs was received with a break observed in the capsule, which confirmed the reported event. Capsule separations occur due to excessive compressive forces applied to the capsule. Forces in the system are a cumulative effect that may have been increased by factors such as tortuous anatomy and load quality. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Additionally, there was damage observed on the threading of the screw gear. This damage was consistent with the increased forces in the system. High forces in the handle may have caused the threading of the screw gear to become worn and damaged. A device history record (DHR) review was performed for the dcs and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes. The device met all applicable manufacturing specifications prior to release for distribution. Updated codes: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the procedure was extended 2 hours due to the issue. The analysis and investigation are in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.